Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the alarms were cleared and bolus was delivered without changing infusion set or cartridge. The customer's blood glucose level was impacted (high).

Manufacturer narrative:
Follow up on (B)(4) 2014 indicated that the customer changed the cartridge, infusion set tubing/site, and no further occlusions alarms occurred. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.